Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving lioresol 2000mcg/ml at 200mcg/day via an implantable pump. The indication for use was intractable spasticity. On (B)(6) 2019 it was reported that the patient presented at the physician office with their critical alarm sounding. The logs were read, and it was determined that the pump had stalled. There were no environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was the logs were read and determined the stall had occurred. The patient was placed on oral medication and scheduled for surgery the next day. The pump was replaced on (B)(6) 2019. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication; stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.